Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which their ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. The patient did not set the ipg to surgery mode. Surgical intervention is pending to address this issue.